Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description:linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing low back pain and inadequate stimulation. It was noted that there was an ipg and lead migration. The patient will undergo an ipg and lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing low back pain and inadequate stimulation. It was noted that there was an ipg and lead migration. The patient will undergo an ipg and lead revision procedure.